Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k101880.

Event description:
It was reported that the implant for site 20 was removed due to infection/dropped. (Pending clarification). Noted inadequate oral hygiene. No patient impact reported. Site was not grafted. Inflammation noted.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2023-00241 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
It was reported the implant was not dropped. Implant was not placed as the site had inadequate bone and infection at site. Not adequate for placement. Site was treated and patient sent home to heal. Implant was only opened so it is not sterile.